Event description:
The customer contact reported the device touchscreen did not respond when pressed. The device was returned to the biomedical department with a note that stated, "no response from touchscreen." No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device did not pass the touchscreen test and the touchscreen was out of calibration. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass the touchscreen test and was out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.